Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A cystoscopy was performed in which it was identified that the cuff was not closing enough. A revision surgery was performed in which the existing 61-70 mm balloon was removed and a new 71-80 mm component was implanted. The physician assessed that the event was unrelated to the device. The event was resolved, and the patient was stable following the procedure.